Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection. Lifescan will inform FDA of the results in a supplemental report.

Event description:
On august 18, 2007 the healthcare professional/reporter, the pt's nurse, contacted lifescan (lfs) france alleging, the one touch ultra 2 meter was giving inaccurately high readings. On august 21, 2007 the technical service representative (tsr) spoke with the pt's daughter to obtain and verify info. The pt has alzheimer's disease, and all her blood glucose testing and insulin injections are performed by her nurse. In 2007, at 7:15 am, the pt obtained a fasting blood glucose result of 114 mg/dl on the reported meter. At that time, the pt was experiencing the symptoms of sweating, which reportedly began sometime during the night. Because of the pt's symptoms, the nurse determined to retest her blood glucose level using the nurse's meter, and obtained a reading of 60 mg/dl. Following this reading, the pt was treated with sugar water, and felt better afterwards. One half hour later, the pt's blood glucose level was tested to be 'higher than 100 mg/dl' using the nurse's meter. The evening prior to the event, the next day, at 8:00 pm, the pt obtained the blood glucose reading of 250 mg/dl on the reporter meter. The nurse obtained a reading of 183 mg/dl using his meter, which was used to determine the pt's insulin dose. The pt takes an unspecified insulin 16 units in the morning and 14 units in the evening. The doses of insulin are adjusted based on meter readings. The pt tests her blood glucose level three to four times per day. The tsr determined during the troubleshooting telephone call ,the pt's testing technique was correct, the test strips were with expiration dating and in good condition, and the meter was programmed for the correct unit of measure and calibration code number. Quality control testing was performed during the call, with failing results. The meter and test strips were replaced. This complaint is being reported because the pt allegedly obtained a meter reading of 114 mg/dl while experiencing symptoms suggesting hypoglycemia. The pt received treatment with food after her blood glucose level was tested to be 60 mg/dl using an hcp device.